Manufacturer narrative:
(B)(4).

Event description:
Pt's mom reported broken sensor wire.

Manufacturer narrative:
Com-(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the wire was fully intact. The customer's complaint of a broken sensor wire was not confirmed. A probable cause could not be determined.